Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.